Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the left common femoral artery using a proglide device after a percutaneous coronary interventional procedure. Reportedly, after inserting the needle, no blue suture was found. When withdrawing the instrument, it was found that the suture was at the metal rod position, and the back needle is not connected to the coil [cuff]. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed due to not all components were not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
Analysis of the returned device revealed that the device returned with lever closed and the anterior foot partially deployed. No additional information was provided.